Event description:
A malfunction alarm occurred, identified by the malfunction code malf 0, with the fault ID 0x2438. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which the customer successfully completed without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurred.